Event description:
This spontaneous case describes the occurrence of adverse reaction ("disabling side effects") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On an unknown date she experienced adverse reaction (seriousness criterion medically important). It was unknown whether any action was taken with essure. At the time of the report, the outcome of the event was unknown. No causality assessment was received for essure with regard to adverse reaction. The reporter commented: product batch number and expiration date is unknown. Further company follow-up with the reporter or the reporter is not possible. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of adverse drug reaction ("disabling side effects") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On an unknown date she experienced adverse drug reaction (seriousness criterion medically important). It was unknown whether any action was taken with essure. At the time of the report, the outcome of the event was unknown. No causality assessment was received for essure with regard to adverse drug reaction. The reporter commented: product batch number and expiration date is unknown. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-feb-2024: quality safety evaluation of ptc. Further company follow-up with the reporter or the reporter is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.